Manufacturer narrative:
(B)(4). Evaluation summary: a system was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system met specifications at the time of release. Therefore, the root cause of the reported event cannot be determined conclusively.

Event description:
A surgeon reported that two cases of chamber fluctuation were experienced during surgery. Both procedures were completed without any further complication. There was no patient harm.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).